Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, error e441 is caused by a component failure of the embedded pcb. However, the cause of embedded printed circuit board failure could not be determined. The most likely cause of the mother board and hvps board failure is a time-related deterioration. However, the root cause of the failures could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator exhibited error e441 was coming due to faulty embedded printed circuit board (pcb) and also found corrosion on the mother board and high voltage power supply (hvps) board. There was no patient involvement.